Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance. Rv lead fracture was suspected. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance. Rv lead fracture was suspected. The rv lead was explanted and replaced. Patient condition was stable.